Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017 (B)(4): information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary retention. It was reported that the patient was retaining a lot of urine. They didn't feel the stimulation and the therapy was on. They successfully increased the stimulation from 0.2 v to 0.6 v on program 2. This was their first time making adjustments. These issues started on (B)(6) 2016. On (B)(6) 2017, it was reported that they were told by their healthcare professional (hcp) to change the program if their symptoms weren't being controlled, which was the case because they couldn't empty their bladder and couldn't pee. It was confirmed that they got the device to help with those issues. It was noted that they did feel stimulation in the correct area and they already tried increasing the stimulation, but there was no symptom improvement. They changed from program 2 to program 3 at 0.5 v and felt stimulation comfortably. It was noted that the onset of the symptoms seemed to be all at once and all of a sudden.